Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the hardware had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers and doors were initially not detected on the bus, and the communication sled printed circuit borad (pcb) was found to be completely non-functional, with no leds illuminated. A field service engineer replaced the faulty pcb with a new one. After the replacement, all drawers and doors were successfully detected. The system functioned as intended after the field service engineer repaired the device.